Event description:
The customer contact reported no flow. On an unspecified date, the tubing set was being used to deliver an unspecified volume of normal saline at a rate of 300 ml/hr, via a plum pump. The customer contact reported that the tubing set was primed without any difficulty. No further programming parameters were provided. At an unspecified time, the option-lok male adapter of the tubing set was connected to the female adapter of the pt's IV cannula and reportedly the solution started to flow. After an unspecified volume of solution was delivered, no flow of solution was noted. No specific event details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed. The domestic list number has a common device name of (B)(4) and has a 510k of k052052. This report represents all the info known by the reporter upon query by hospira personnel.